Manufacturer narrative:
H.6 investigation summary: mat: 367846. Lot: 2166027. Bd received 4433 samples and 7 photos for investigation. The photos were reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® edta 2k tubes only push off with the use of the same mp needles and holders. No injuries were reported. The following information was provided by the initial reporter: this is a report about pushed-off tubes. Cat#367846 tubes are only pushed off with the use of the same np needles and holders.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k tubes only push off with the use of the same mp needles and holders. No injuries were reported. The following information was provided by the initial reporter: this is a report about pushed-off tubes. Cat#367846 tubes are only pushed off with the use of the same np needles and holders.